Event description:
On (B)(6) 2014, a nurse contacted lifescan (lfs) for the lay user/patient alleging the patient¿s one touch verio iq meter read inaccurately high compared to another device and to his feeling and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter did not recall when the alleged inaccuracy began. At unspecified dates/times, the reporter stated the patient obtained blood glucose readings in the ¿300 mg/dl range¿ with the subject meter and ¿100 points lower¿ on another device (ultra), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The reporter alleged that the readings in the ¿300 or 400 mg/dl range¿ are higher compared to the patient¿s feelings and or normal results. It is not known what medications, if any, the patient takes to manager his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The reporter claimed, 1 hour after the alleged issue occurred, the patient began to ¿feel faint¿. The reporter stated the patient did not receive any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.